Event description:
Event: patient caregiver reported missed dose of medication because of hospitalization and being intubated. Freq. Swish and swallow 5-10 ml bid, starting first day of radiation therapy. Prescriber contact information: (B)(6).